Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes\migration') and uterine perforation ('perforation: uterus / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("urinary probs"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), vaginal infection ("vag. Infect"), nausea ("nausea") and migraine ("migraines"). The patient was treated with surgery ((salping. (Unilateral))). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract disorder, bladder disorder, cystitis, vaginal infection, nausea and migraine outcome was unknown. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, migraine, nausea, urinary tract disorder, uterine perforation and vaginal infection to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), perforation : fallopian tubes, uterus, urinary probs., bladder probs., bladder infect., vag. Infect. Amendment: the report was amended for the following reason: significant case correction-ppc,dpc and evaluation code added. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes\migration') and uterine perforation ('perforation: uterus / migration') in an adult female patient who had essure (batch no. 626285) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("urinary probs"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), vaginal infection ("vag. Infect"), nausea ("nausea") and migraine ("migraines"). The patient was treated with surgery ((salping. (Unilateral))). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract disorder, bladder disorder, cystitis, vaginal infection, nausea and migraine outcome was unknown. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, migraine, nausea, urinary tract disorder, uterine perforation and vaginal infection to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), perforation : fallopian tubes, uterus, urinary probs., bladder probs., bladder infect., vag. Infect. Date of implant: (B)(6) 2008 there were 5 coils seen on the patient's right side and 2 coils seen on the patient's left side. Possible broken left essure most recent follow-up information incorporated above includes: on 29-oct-2020: mr received. Reporter's information added.lot no. Added.rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes\migration') and uterine perforation ('perforation: uterus / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("urinary probs"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), vaginal infection ("vag. Infect"), nausea ("nausea") and migraine ("migraines"). The patient was treated with surgery ((salping. (Unilateral))). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract disorder, bladder disorder, cystitis, vaginal infection, nausea and migraine outcome was unknown. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, migraine, nausea, urinary tract disorder, uterine perforation and vaginal infection to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), perforation : fallopian tubes, uterus, urinary probs., bladder probs., bladder infect., vag. Infect. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case become incident, previously added injury nos was replaced with dysmenorrhea & new events- dyspareunia, menorrhagia, perforation : fallopian tubes, uterus, urinary probs., bladder probs., bladder infect., vag. Infect., nausea, migraines were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.